Event description:
During inventory inspection, four products had "foreign matter inside the sterilized pouch" of the sakura fire star pouches, two products for 801-15225/ lot# 13398068, one product for 801-1520d/ lot# 13393208 and 801-15250/ lot# 14013570. Pictures were provided of the foreign material. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized. Hopefully, we will return the products to your side, but that's not yet determined.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of four products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2009-01607, 9616099-2009-01608, & 9616099-2009-01610.

Manufacturer narrative:
The complaint received states that during inventory inspection foreign material was found inside of the sterile packagings of four sakura fine star balloon. The report received states that during inventory inspection, three products had "foreign matter inside the sterilized pouch" of the sakura fire star pouches, one products for 801-15225 / lot # 13398068, one product for 801-1520d / lot # 13393208 and 801-15250 / lot #14013570. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. They were not clinically used. They were not pre-packaged and not re-sterilized. The product was not returned, the visual analysis was realized to photographs that were received, in which a foreign matter that appear to be black barr on the hub was observed into the pouch. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The received report indicated that during a inventory inspection (at j&j (B)(4)) they found four products of "foreign matter inside the sterilized pouch." It was not clinically used due to the product was not commercially distributed. According to the photographs received, the reported failure by (B)(6) warehouse was confirmed. The root cause could not be conclusively determined it appears to be related to the manufacturing process of the product. Action was opened to address this failure. The complaint of foreign material in the sterile packages of four firestar balloons in being investigated. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information does not suggest what other factors may have contributed to the reported complaint. This one of three products used during the same procedure on the same patient, which is associated with mfg report # 9616099-2009-01607, 9616099-2009-01608, and 9616099-2009-01609. Additionally, please note medwatch report number 9616099-2009-01610, the affiliate indicated that there was no event associated with this device. Therefore, the product issue involved with this device was voided. No further information will be submitted.